Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with customer's reservoir and high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they conducted full set change and the device appears to be delivering again. The customer's most current level was 445mg/dl. The customer was advised to monitor the device and call back if issues persist.